Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Man sample received was visually inspected and ports were properly sealed. Punched tube was at the exit port and tube with anti-reflux valve was at the entrance port. Then, this is discarded. Material during sample evaluation it was not noticed any abnormality with the reservoir or its components including the check valve. In addition there is no identified a leak during this sample review. Therefore, defect reported by customer was not confirmed. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed, and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a reservoir was used. During surgery, the antireflux valve did not work. The product was used for the patient once, but it was immediately replaced with another product. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: component code: g07002 - device not returned. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.